Event description:
While preparing to x-ray a pt in the left "cc" position, allegedly the collimator lamp failed causing a noise. Both operator and the pt heard noise. Broken glass was noticed in paddle and around grid. Pt was not touched by the broken glass. Pt was not injuried.